Event description:
The customer contact reported that the device turned off during delivery. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of tazocin. No specific programmed parameters were provided. After an unspecified length of time, it was reported during rounds the clinician found the device was switched off. At that time, the tazocin was discarded and an alternate medication was prescribed. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device door roller was broken. Though requested, no additional information was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete. The device history was downloaded at the service center. The customer contact did not provide an event date or programming parameters; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the information known by the reporter upon query by hospira personnel.